Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the neurostimulator was in an upright position with the "cable" in front of the neurostimulator. Due to the position of the neurostimulator, the patient was unable to charge the device. The battery went into an over-discharged state and a physician mode recharge was performed on (B)(6) 2011. After one hour, the normal charging mode began; however, the patient was still unable to recharge the device completely. Due to the inability to recharge, the physician decided to replace the device on (B)(6) 2011. The patient incurred no injury and was described as "ok."